Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided. Review identified the following: severe polyethylene liner wear and extensive osteolysis of the left hip arthroplasty. Prominent lateral heterotopic ossification. A definitive root cause cannot be determined for all the reported issues except for heterotopic ossification. No problem was found with the stem after review by a hcp in regards to the heterotopic ossification. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a hip revision for unknown reasons. Attempts have been made and no further information has been provided.